Event description:
During pt use, the ventilator gave a 'communication error' alarm and shutdown. The ventilator was switched out. No permanent injury was reported in this event.

Manufacturer narrative:
Although requested, pt info was not provided.